Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited a rise in impedance over time and now measured at a high impedance value. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that there was a possible fracture and the lead was capped and replaced.